Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that a wire was hanging out of the jaws of the tenaculum forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. The housing was removed to find the grip cable broken near the clamping pulley cable groove. The other backend cables were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and/or the main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.